Event description:
A report was received that during product investigation, it was found that the lead had fractured cables at the clik anchor site and the eyelets of the clik anchor were damaged.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile device. Evaluation indicated that the lead had fractured cables at the clik anchor site, 1 cm from the clik anchor's set screw mark. The root cause could not be determined. Device evaluation indicated that the eyelets of the clik anchor were damaged.